Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press, often requiring multiple attempts to turn on the pump screen. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller on how to press the button effectively and, despite temporary success, decided to replace the pump. The caller was informed about returning the problematic pump and will continue using the current pump until the replacement arrives.